Event description:
It was reported to nova biomedical that a consumer received a result of 275 mg/dl on their blood glucose meter. According to the consumer, approx 30 mins later he performed another test using the same meter and strips getting a result of 67 mg/dl. The consumer reported he experienced a hypoglycemic event which did not require any medical intervention. The meter in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.